Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). Conclusion code: off-label use [anterior endothelium chamber depth < 3.0mm (2.884mm)]. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -16.50 diopter, in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 it was reported that the lens was exhibiting excessive vault and the patient experiencing a shallow anterior chamber. The lens is planned to be exchanged.

Manufacturer narrative:
The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best corrected visual acuity (bcva) was 20/30. (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial with clear surgical residue/debris on product. Visual inspection found the haptic torn, bent and deformed with clear residue on the lens. (B)(4)